Event description:
It was reported that the 8800 system had a physicist discrepancy of the dose rate too high. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The dose rate was adjusted during the service call.